Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was being interrogated by a programmer and programming was being performed during an atrial fibrillation (af) episode this patient experienced. An inappropriate commanded electric shock was delivered which terminated the rhythm. The device listed the episode as a no therapy event even though the shock was delivered. No additional adverse patient effects were reported. At this time, this device remains in service.